Event description:
It was reported that in the pt's room one week after the catheter was placed in the pt's femoral vein, a leak from the insertion site was found. As a result, the catheter was removed and replaced. See MDR # 1036844-2013-00204 for the second event with the same pt. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). The sample was discarded.